Manufacturer narrative:
The investigation was completed and the device was returned. Data analysis: the data logs are consistent with the reported complaint. The battery failure alarm (transport connection blown/missing #360) was triggered immediately after the aic was booted on (B)(6) 2025. Examining the data logs for the previous case, which began on (B)(6) 2025, with pump sn: (B)(6), reveals that the pump was connected and disconnected three times. After the third connection, a controller error (opm communication stopped #1043) alarm was triggered, followed by the pump stopping due to impella stopped (mechanical/electrical issue #115) alarms. Additionally, the absence of snr samples affected the console¿s ability to detect the pump disconnection. This necessitated a hard shutdown by the user, which involved turning off the battery transporter switch underneath the aic. Real time (rt) logs confirmed that all signals received from optical bench (placement, snr, contrast, lamp, gain) are lastly reported as +16384 values and then no more samples were recorded. The log entry process sampling data from optical bench: sent stop acquisition cmd ack indicates the sent stop acquisition cmdflag was set when entering ossi_sampling_stopped_state which eventually led to a false communication stopped condition. This was entered into jama with defect/ bug. Device analysis: the console ic10644 was returned to fs for further investigation. During this process, the failure mode was successfully reproduced by starting the aic with keeping the battery transporter switch in the off state. While testing the batteries, no issues were observed; both batteries charged according to specifications, and no cells were found to be imbalanced, as shown in batttest.png. Additionally, an inspection of the analog output from the ccd on the optical bench revealed no distortions, regardless of whether the aic was connected to the pump or disconnected. Finally, the "5s" parameters¿particularly when tested with the test pump and test cavity 2¿showed an snr value below the limits specified in the pm procedure. However, when tested with test cavity 1, the snr values were within the acceptable range. Root cause: no issues were identified with the aic related to the reported failure mode of the aic-battery issue. The root cause of the controller error (opm communication stopped #1043) was due to an aic software issue.

Manufacturer narrative:
Patient information unknown.

Event description:
The user facility reported that they encountered an automated impella controller (aic) battery issue. The complainant encountered a battery failure and controller error shut down. No further details were provided.